Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge clinical specialist that during teaching, when using the cardiosave trainer, it does not consistently connect to  the cardiosave intra-aortic balloon pump (iabp). This occurred on different pumps so the simulator is fault. When connected it loses power to simulator on and off. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.